Manufacturer narrative:
Section d10: the percutaneous lead segment was received on 20mar2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flows and low speed alarms while on the power module. During interrogation, the patient had a low flow, low speed and pump stop. The patient experienced shortness of breath with chest pain during the pump stops. The chest pain resolved once pump was placed on batteries. The patient was on battery since the pump stop and no further alarms have occurred. The patient recently had a gastric sleeve and lost over 80 lbs in 2 months. A log file analysis was performed and confirmed the pump stops. X-rays were also included and the areas of concern were circled for possible driveline damage. The patient was admitted, had a heart transplant evaluation. On (B)(6) 2020, the driveline was repaired. No issues were reported after the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the pump stoppages captured on the submitted log file appear consistent with a potential driveline wire issue, the specific root cause was not confirmed during the evaluation of replaced section of the driveline. The returned driveline segment measured approximately 21¿ and the exterior did not show any evidence of damage. Breakdown of the braided shield was noted at several points along the cable, predominantly near the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. After the repair, the patient was placed on a grounded patient cable and no alarms occurred. The patient remains ongoing with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.